Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine generator change for normal elective replacement indicator (eri), the physician did a slight tug test to make sure the lead was properly anchored in the new device header. It was discovered that the pin of the lead was broken. Lead impedance was measured and found to be high and out of range. Physician capped and replaced this lead on (B)(6) 2019. The implant went successfully, and patient was discharged and stable.